Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type.

Event description:
It was reported that the patient had been hospitalized on (B)(6)2025 with hyperglycemia. The patient's blood glucose levels were over 800 mg/dl. The patient reported "the controller was broken." Symptoms reported include high blood pressure, high blood sugar, vomiting, and headache. The patient was treated with unspecified intravenous medicine. The patient was released after 4 days at the hospital. The controller had been discarded by the patient.